Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. Device evaluation summary was completed on august 18, 2020. The device was visually inspected. It was found with a kink on the shaft and dark color under the pebax. A second closer inspection was performed and the pebax was found damaged (hole) with foreign material inside. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 was observed. A failure analysis was performed, and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The customer complaint regarding force none was confirmed; however, the blood inside the pebax area found could be related to the reported issue. This issue is highly detectable by the physician. The root cause of the damage on the pebax and the shaft kinked cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis observed a hole on the pebax. Initially it was reported that mid-way through the procedure, the force sensing from the thermocool® smart touch® sf bi-directional navigation catheter was lost on the carto 3 system. The cable was exchanged without resolution. The catheter was exchanged and the issue resolved. The procedure was continued successfully. It was reported that the catheter was determined to be the root cause of the issue reported. The carto 3 system was operating per specifications. The force issue was assessed as not MDR reportable. This issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and on august 13, 2020 observed a kink approximately 56 cm from distal tip and the pebax damaged (hole) with foreign material inside. The kink was assessed as not MDR reportable. If there is a slight kink in the catheter; however, its integrity is not compromised and no internal components are exposed, then the potential that it could cause or contribute to a death or serious injury was remote. The hole on the pebax was assessed as an MDR reportable issue. The awareness date for this finding is august 13, 2020.